Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user¿s blood glucose (bg) meter reading was 110 mg/dl while the ilet displayed 61 mg/dl and trending down. The user was instructed to replace the sensor and advised of the 60-minute warm-up. On (B)(6) 2025 the caregiver called again reporting bg readings of 333 mg/dl on the sensor and 268 mg/dl on fingerstick.